Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient admitted to the hospital on (B)(6) 2026 due to hyperglycemia with symptoms of loss of consciousness and nausea. Patient reported he had bleeding in the cannula might be obstruction events insulin flow blocked. The blood glucose level was 455 mg/dl. No further information is available.